Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered 13 inappropriate shocks due to an supraventricular tachycardia (svt) rhythm with low amplitude r-waves and oversensed t-waves. Boston scientific technical services (ts) reviewed device data and indicated that smart pass was disabled due to low amplitude r-waves and a long interval that was greater than 1.4 seconds between shocks 4 and 5. Ts recommended obtaining an x-ray of the system and performing additional troubleshooting to further understand the issue. The device was reprogrammed to alternate vector. Therapy was also turned off due to the patient's mental stress from receiving the shocks. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered 13 inappropriate shocks due to an supraventricular tachycardia (svt) rhythm with low amplitude r-waves and oversensed t-waves. Boston scientific technical services (ts) reviewed device data and indicated that smart pass was disabled due to low amplitude r-waves and a long interval that was greater than 1.4 seconds between shocks 4 and 5. Ts recommended obtaining an x-ray of the system and performing additional troubleshooting to further understand the issue. The device was reprogrammed to alternate vector. Therapy was also turned off due to the patient's mental stress from receiving the shocks. No additional adverse patient effects were reported. Additional information was received that the device was explanted without boston scientific support. As a result, the local field representative I was not able to provide any further information about the event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of the recorded episodes noted the patients intrinsic signal slowly degraded into a signal that was sensed as a tachy arrhythmia. Episode 1 on (B)(6) 2018 showed the signal recovered before therapy was delivered. Therapy was delivered in episode 2, on (B)(6) 2018 on the same degraded signal in which the device delivered 13 shocks. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis testing did not reveal any abnormalities; the device performed normally throughout all tests.

Event description:
The device was subsequently returned and analyzed at our post market quality assurance laboratory.